Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) suddenly shut down and it was replaced with other unit to continue the treatment. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer informed that the equipment suddenly shut down during use, and replaced it with other equipment. The equipment is not used temporarily, and no casualties occurred. The equipment is out of warranty, the customer refused paid maintenance, and decided to handle it by himself.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital. Updated fields - b4, g3, g6, h2, h6(health effect ¿ clinical code), h11 corrected field - e1(event site name).